Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronics assembly. No test was able to be performed due to blank display anomaly. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to ocean water. The customer states there was fluid under the lcd screen. The customer's blood glucose level was 120mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.